Manufacturer narrative:
Devices not returned.

Event description:
Exact wording from the complaint recieved from customer: transfer today and almost lost the metal piece at the end of the trial. It was difficult to pull the inner out. The customer believes that the catheters and trials are affected. Before they thought it was just the catheter but now they see it was the trial catheter as well. Rocket medical explanation: two separate devices reported r57630-ec-23 is the embryo catheter and r57631 -ec-23 is the trial catheter both contain the echogenic ring that was almost lost.